Manufacturer narrative:
A batch review conducted by the manufacturing facility revealed no aberrances.

Event description:
Baxter (B)(6) reported one incident of a blood leak with the psn 170 dialyzer. Incident was noted approximately five minutes into treatment with blood visible in the dialysate. Estimated blood loss was reported as minimal. The dialyzer was changed and treatment was completed without incident. No patient injury or medical intervention was reported per complaint coordinator.